Event description:
Tubing pulled out of reservoir.

Manufacturer narrative:
Vamp plus-vamp tubing is found to be completely detached from bond joint with reservoir stopcock. Detached tubing was missing from the kit.